Event description:
An (B)(6) female with a history of previous ipsilateral procedures, hypertension, hypercholesterolemia, prior cva/tia, cad, renal insufficiency, bleeding disorder and pvd underwent a coronary diagnostic procedure on (B)(6)2009. The patient's inr was 1.2 prior to the procedure. Peri-procedural medication included 5,000 units of heparin. Post-procedure, the patient's bp was 157/81. Percutaneous closure with the mynx was elected due to the patient's anticoagulation status. Due to plaquing of the iliac vessel, the mynx balloon was partly inflated and after pulled back through the iliac region was fully inflated and abutted against the arterial wall. Temporary hemostasis was successfully achieved. The mynx was deployed, however some oozing was noted and manual compression was applied. After the patient was undraped, she started to complain of pain in her leg and palpation of the right common femoral artery (cfa) revealed loss of pulse. The patient was redraped and the left groin was prepped. A 6f sheath was inserted and an iliac angiography demonstrated an occlusion distal to the iliac proximal to the access site. It was felt by the physician that the iliac plaque may have been disrupted by the sheath. Left iliac angiography also noted severe left femoral disease with no flow distal to the sheath insertion. The patient was sent to vascular surgery for successful thrombectomy. Severe disease was noted in the left and right iliacs, the superficial femoral artery and common femoral artery. The patient tolerated the procedure well without further complication and was discharged on (B)(6)2009.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received, the root cause of the reported occlusion distal to the iliac and proximal to the access sheath could not be conclusively determined. The physician felt the iliac plaque may have been disrupted by the sheath however, without source documents or the material to perform chemical analysis, the root cause of the reported occlusion and composition of the material occluding the vessels could not be conclusively determined. In addition, it was reported that severe disease was present in the right and left iliacs, the sfa and the cfa. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, it was reported that hemostasis was achieved successfully. Therefore, there is no evidence to suggest that the mynx device did not meet specification or perform as intended. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.